Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (2.5 mg/ml at 0.5499 mg/day), bupivacaine (30.0 mg/ml at 6.599 mg/day), compounded baclofen (1500.0 mcg/ml at 330.0 mcg/day), and clonidine (200.0 mcg/ml at 44.0 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported a pump motor stall with recovery was found upon device interrogation on (B)(6) 2016. The device logs revealed a pump motor stall at 16:41 with a recovery at 17:58 on (B)(6) 2016 without documentation of an MRI. The patient was hospitalized for a tumor debulking surgery during that time, so it was likely that he did have an MRI on that date. However, that was not documented in their charts. No patient symptoms were reported. No actions were taken as an intervention. The outcome was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. It was further reported the tumor debulking surgery was not related to the device or therapy. The cause of the motor stall was not determined. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.